Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted; the pink slide insert was visible through the viewing window of the top housing. During initial inspection, the exposed portion of the soft cannula was not visible. Upon opening the device, the soft cannula was observed to be damaged; the length of the soft cannula was found to be torn and shortened. Inspection of the soft cannula under magnification found the broken end to be frayed and blunt. The timing and cause of the damage to the soft cannula could not be determined. No abnormalities were observed with the needle mechanism that would contribute to the cannula not deploying. Although no issues were found with the needle mechanism, the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.